Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump delivered an additional bolus that was not initiated by the user. At approximately 1:00 am, customer's blood glucose (bg) lowered (less than 36 mg/dl) and customer had a tonic clonic seizure which lasted 4 minutes. Paramedics were called and customer was treated with an injection (type of injection not reported). Customer was transported and admitted to the hospital on (B)(6) 2021. Information regarding hospital treatment was not provided. Customer's low bg resolved with no permanent injury. Reportedly, customer was to be discharged the next day; however, this was not verified. Customer reverted to using an alternate method of insulin therapy. Although requested, additional information regarding the event was not provided.